Manufacturer narrative:
The associated device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, this case reports that a revision surgery was performed due to infection. Per email communication, the requested x-ray and surgical reports are not available. However, it was reported that the surgeon stated the device was not defective. The patient impact beyond the revision, and the clinical root cause of the infection cannot be determined. Due to the limited information provided, a thorough assessment cannot be performed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka on (B)(6) 2015 with a legion insert, a revision surgery was performed on (B)(6) 2021 due to infection, the surgeon said the devices were not defective. Competitor devices were implanted. The current health status of patient is unknown.